Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end that were lifted and stretched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. The hypotube was separated 802mm from the end of the hub. The fractured ends were ovaled indicating the hypotube was kinked prior to separating. A visual and tactile examination of shaft polymer extrusion und no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus premier drug-eluting stent was advanced to the lesion. However, it was noted that the shaft was broken. The procedure was completed with another 4x20 mm promus premier drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus premier drug-eluting stent was advanced to the lesion. However, it was noted that the shaft was broken. The procedure was completed with another 4x20 mm promus premier drug-eluting stent. No patient complications were reported and the patient's status was fine.